Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for novel lead implant. During the procedure, it was found that the lead exhibited low, out of range pacing impedance. Insulation damage was suspected. The physician completed the procedure using an alternate lead on (B)(6) 2021. The patient was stable.